Manufacturer narrative:
The device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed, and no similar event was indicated. Additional reporter: (B)(6).

Event description:
The event involved a plum 360 device where it was reported that the pump automatically shut off while continually infusing norepinephrine. It was also stated that the patient was requiring significant blood pressure support from this medication. It was unknown if the unit alarmed. The mode of unit operating in was unknown. There was patient involved, however, no harm reported.